Event description:
It was reported that a minimum fill notification occurred. No information was received regarding impact to the customer's blood glucose level. Call was disconnected before troubleshooting was completed, and technical support attempted to return call, left voice message, and kept case open to continue follow-up with caller.